Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a loose connection during their pd treatment. The patient reported receiving an air detected in cassette alarm in an unknown phase of treatment while the patient was connected. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated that they received multiple air detected in cassette warnings during fill 1 of their pd treatment. The patient stated that they were having difficulty with inserting their cassettes that night and had to set up three times. The patient confirmed that all three of the cassettes used that night had the same category and lot number and came from the same box. The patient explained that when they went to check on the last cassette that they inserted, they pulled the cassette out of the cassette door and the cassette started leaking when it was away from the cycler door. The patient stated that the fluid from the cassette got all over their floors and confirmed that there was no fluid in the cassette door when they were removing the cassette. The patient could not confirm what the cause of the leak was. The patient confirmed that no fluid got in or near the cycler and that the fluid had only gotten on their floor. No other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete a stat drain on the night of the reported event. The patient confirmed that they have been continuing with peritoneal dialysis without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a loose connection during their pd treatment. The patient reported receiving an air detected in cassette alarm in an unknown phase of treatment while the patient was connected. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated that they received multiple air detected in cassette warnings during fill 1 of their pd treatment. The patient stated that they were having difficulty with inserting their cassettes that night and had to set up three times. The patient confirmed that all three of the cassettes used that night had the same category and lot number and came from the same box. The patient explained that when they went to check on the last cassette that they inserted, they pulled the cassette out of the cassette door and the cassette started leaking when it was away from the cycler door. The patient stated that the fluid from the cassette got all over their floors and confirmed that there was no fluid in the cassette door when they were removing the cassette. The patient could not confirm what the cause of the leak was. The patient confirmed that no fluid got in or near the cycler and that the fluid had only gotten on their floor. No other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete a stat drain on the night of the reported event. The patient confirmed that they have been continuing with peritoneal dialysis without issue and without reoccurrence of the reported event.